Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the clinic for a routine follow-up, the device was in backup vvi. The device was successfully restored to normal function. No patient symptoms were reported. The patient will continue to be monitored with regular follow-ups.